Event description:
Initial information was rec'd d from a sales rep by a nurse on (B)(6) 2011: an adult male pt rec'd four treatments of poly-l-lactic acid (sculptra aesthetic) (lot # unk, expiration date unk) for an unk indication. The nurse stated that following these four treatments, she had not seen any improvement in the pt's facial appearance. The pt could have possibly lost some facial volume at this point. The nurse was asking on behalf of the pt for a refund. At the time of the report, the pt was no longer receiving poly-l-lactic acid and the reported event was ongoing. No further relevant information reported. Pharmacovigilance comment: sanofi-aventis company comment on (B)(6) 2011: this case reported an unexpected side effect of facial volume loss after lack of drug effect was found. It is not clear if the facial volume loss was related to the pt's ongoing underlying disease. Lack of drug effect is expected for sculptra. Additional information is needed for further assessment.